Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: customer reports that they were using the balloon trocar in usual fashion, and when attempting to inflate, it would not. They removed the device from patient, replaced with another and it functioned properly without further consequence. No patient injury or ill-effects. No medical intervention required. Patient current status reported as recovered. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4).